Event description:
During surgical procedure a splinter size piece of graphite material was noted in the patient's abdomen. It was apparent that the piece broke free from the robotic wristed instrument. This happened during the removal and insertion of the instrument from the robot arm. Doctor was aware and indicated that it would not have any adverse effect on the patient. Intuitive surgical has since provided the hospital with an inspection procedure for our 8mm cannulae, which involves a visual inspection and the use of a "gage pin", also provided by intuitive surgical. The procedure is recommended to be performed prior to sterilization and prior to surgery to detect damaged cannulae.